Manufacturer narrative:
The device was returned for evaluation. The unit was inspected, and it was found that the stopcock white plug was missing. The plug was not inside the package for evaluation. The clear stopcock¿s body was in good condition, no cracks were observed. The zero-reference stopcock (same lot number as patient¿s line) was actioned (white plug moved around) and worked as expected (not loose). DHR for lot 4204180 was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. No quality event and/or non-conformance was generated for lot 4204180. The fg lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported complaint was confirmed. The root cause cannot be determined with the available evidence; nonetheless, there are different possible root causes such as shipping and handling damage, a defective stopcock, or an inadvertent event during the use of the device. Device identifier: (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that an acute care nurse practitioner was instilling medication in the distal 3-way stopcock (closest to the patient) on the ins8401 accudrain with anti-reflux valve and noted fluid leaking out of the connection of the 3-way stopcock and the patient tubing. The nurse practitioner stated that the stopcock piece felt loose and was turning very easily. The fluid was noted to be leaking around the white stopcock. Additional information received on 05mar2020 stated that there was no patient harm. The incident happened on (B)(6) 2020 and the malfunction was noted on (B)(6) 2020 when the nurse practitioner administered medication. A small amount leaked like the same ml as the medication that was in the syringe, so the nurse concluded that the medication seeped out of the 3-way stopcock and tubing connection.